Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a guidewire separated. The 90% stenosed lesion was located in the tortuous and calcified shunted vessel of the left upper arm. During the procedure and while manipulating, the transcend guidewire tore. The separated piece was not retrieved from the pt and, the physician completed the procedure with the remaining portion of the device. No pt complications or injuries occurred as a result. The pt status was listed as 'good'.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a guidewire separated. The 90% stenosed lesion was located in the tortuous and calcified shunted vessel of the left upper arm. During the procedure and while manipulating, the transcend guidewire tore. The separated piece was not retrieved from the patient and, the physician completed the procedure with the remaining portion of the device. No patient complications or injuries occurred as a result. The patient status was listed as 'good'. The previously noted vessel characteristics of tortuous and calcified are corrected to unknown.

Manufacturer narrative:
Pt's age: 18 yrs or older. (B)(4).

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed approximately 9 cm missing from the proximal side of the wire. Analytical examination of the distal surface revealed the presence of elongated dimple ruptures in a shear direction. The surface exhibited evidence of being cut and/or sheared not fractured. No material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered caused by other device as damage noted is consistent with the guidewire coming into contact with a sharp object. (B)(4).